Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical evaluation and based on the information received, the sac growth of 15mm was confirmed, however, the type iiia and iiib endoleak complaints are unconfirmed with the medical records and imaging available for review. The procedure-related harms and device, user, procedure or anatomy relatedness of this complaint could not be determined. The final patient status was not reported post endovascular repair procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: g1,2: contact office- contact has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, two (2) suprarenal stent graft extensions and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, a possible type 3a and 3b endoleaks with sac growth were identified on a recent computed tomography (cta) scan. An intervention was completed. The physician elected to reline the original implanted devices with an afx2 bifurcated stent graft and a vela infrarenal stent graft extension to treat this reported event. The patient's status has not reported but there have been no additional patient sequelae reported.